Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an 18/14 occlutech device was implanted to close the patient's large pda. Post-implant of the device, a residual shunt and hemolysis were present; therefore, the following day the occlutech device was explanted and an 18 mm amplatzer muscular vsd occluder (muscvsd) was implanted. One day post-procedure ((B)(6)), hemolysis was again noted and the patient underwent open heart surgery where the muscvsd was explanted and the vsd was repaired. Postoperatively, the patient was reported to be in stable condition.